Event description:
It has been reported to philips that the system rebooted three times in a row during a procedure. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) reloaded the ippc¿s (image processing computer) software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic procedure was delayed by less than twenty minutes and was completed by restarting the system thrice. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the log files by fse identified ippc errors and indicated that the issue was most likely caused by errors in the ippc unit. Fse downloaded board software to reload ippc, performed a re-create image store to erase all images, made a new ghost of the system, and tested it. However the issue re-occurred. The image processing pc(ippc) was replaced and was returned for analysis. The part analysis does not indicate any malfunction with the ippc. However, after replacing the ippc and recreating image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.